Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on 13 out of 14 patient samples with the simplexa covid-19 direct assay, but repeated as negative on an unknown competitor platform. Run analysis of the simplexa results did not show 14 patient samples run on the reaction mix mol4151 lot# us10487. Only 7 samples were detected as follows: on (B)(6) 2021: sample ID: (B)(6): orf1ab (33.2). Sample ID: (B)(6): s gene (31.9). On (B)(6) 2021: pos control: s gene (27.4) orf1ab (28.6). Neg control (ntc) : not detected, ic CT = 30.2. Sample ID: (B)(6): orf1ab (35.2). Sample ID: (B)(6): orf1ab (33.6). Sample ID: (B)(6): orf1ab (34.0). Sample ID: (B)(6): s gene (34.7) orf1ab (34.1). Sample ID: (B)(6): s gene (32.1) orf1ab (31.5). The customer did not indicate which samples are suspected false positives nor did they indicate what method was used to confirm but it is noted that 5 of the samples detected only 1 of the 2 gene targets. In addition, the detected samples were all near or above cts = 32. Sample ID: (B)(6) was the only repeated sample ID and both times detected for only 1 target orf1ab with cts of 33.2 and 35.2. The customer stated that the positivity rate is not currently that high and questioned the validity of the results. Based on the CT values of these samples and the performance of the positive control and negative control as expected, it is likely the samples are near the limit of detection of the simplexa assay. It is unknown what other platform was used to get negative results. An fas is assisting the customer on site if there is any level of contamination that may contribute to these late CT results. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# us10487, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 4th complaint on mol4150 lot# us10437 for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on 13 out of 14 patient samples with the simplexa covid-19 direct assay, but repeated as negative on an unknown competitor platform. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.